Manufacturer narrative:
Return of product has been requested. Reporter returned product on 30-jan-2018. Product investigation is in progress.

Event description:
Toothbrush part came off from the handle part and it won't go back in / head came off for all three brushes inside mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that while he/she was using an oral-b power oral care refill floss action in (B)(6) 2018, the toothbrush part came off from the handle part and it wouldn't go back in. The consumer replaced it with a new one and used it, but it came off again on (B)(6) 2018. The consumer purchased the brush heads as a pack of 3 on (B)(6) 2017. He/she had been using braun electric toothbrushes for decades. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer reported that he/she threw away the plastic container on the outside, but had three brushes and the mount that showed the picture of the brushes; the consumer stated that the back of the mount was completely white. The consumer reported that the head came off for all three brushes inside of his/her mouth, but he/she didn't have any injuries or anything. The consumer purchased the main unit about six months prior. The consumer stated that the brushes showed the oral-b logo. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer reported that he/she might have been brushing for a long time, or he/she may be pressing his/her toothbrush hard against the teeth without thinking much because he/she wanted to remove the things that were stuck between them. No further information was provided.

Manufacturer narrative:
27-feb-2018 product investigation results: reporter returned product on 30-jan-2018. Product confirmed to be counterfeit.

Event description:
Toothbrush part came off from the handle part and it won't go back in / head came off for all three brushes inside mouth [device breakage]. No adverse event . Product counterfeit. Case description: report source: non-event; spontaneous. A consumer of unspecified age and gender reported via e-mail on 19-jan-2018 that while he/she was using an oral-b power oral care refill floss action in (B)(6) 2018, the toothbrush part came off from the handle part and it wouldn't go back in. The consumer replaced it with a new one and used it, but it came off again on (B)(6) 2018. The consumer purchased the brush heads as a pack of 3 on (B)(6) 2017. He/she had been using braun electric toothbrushes for decades. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 24-jan-2018 received consumer's follow-up e-mail: the consumer reported that he/she threw away the plastic container on the outside, but had three brushes and the mount that showed the picture of the brushes; the consumer stated that the back of the mount was completely white. The consumer reported that the head came off for all three brushes inside of his/her mouth, but he/she didn't have any injuries or anything. The consumer purchased the main unit about six months prior. The consumer stated that the brushes showed the oral-b logo. No further information was provided. 01-feb-2018 received consumer's follow-up e-mail: the consumer reported that he/she might have been brushing for a long time, or he/she may be pressing his/her toothbrush hard against the teeth without thinking much because he/she wanted to remove the things that were stuck between them. No further information was provided.